Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, suture sleeve of the lead could not grip to the suture. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿suture sleeve of the lead was not appropriate and could not grip the suture¿ was not confirmed. A complete lead was returned in one piece for analysis. No anomalies were noted to original suture sleeve. The inner diameter and outer diameter of the inside of the suture sleeve was measured and found to be within specification. Visual inspection and x-ray examination of the lead did not find any anomalies.